Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was discarded by the hospital. Cmr surgical will submit a supplemental report if additional relevant information becomes available.

Event description:
During a total hysterectomy and excision of pelvic endometriosis on (B)(6) a monopolar scissor insulating sleeve (blue) fractured while being withdrawn through the surgical port. A fragment of the sleeve detached during removal and remained within the patient's abdominal cavity. A thorough intraoperative search was conducted, and the detached fragment of the disposable monopolar sleeve was successfully retrieved from the patient's abdominal cavity. Follow up confirmed there was no harm to the patient, and no significant delay in the procedure. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.